Manufacturer narrative:
Device evaluation completed on december 07 , 2023: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 375cc returned device. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, reason for device explant and/or reoperation: patient dissatisfaction h6 health effect - clinical code e2402: patient dissatisfaction, asymmetry issue mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 38-year-old patient who underwent a breast augmentation primary with a mentor memorygel, 375cc silicone prosthesis experienced right side silent rupture, and bilateral asymmetry issue post procedure. The patient was dissatisfied with the appearance of the right breast as the areola had stretched leading to a symmetry. The issue of rupture was discovered during the surgery. As a result, patient underwent bilateral mastopexies and bilateral replacements as follow: left catalog number: 3504504bc, serial number: (B)(6) , right catalog number: 3504504bc, serial number: (B)(6) on (B)(6) 2023. This report relates to the left side.